Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went through a metal detector about two weeks ago and since that time felt an intermittent shocking sensation. The patient said that it felt like a finger was being stuck into an electrical socket. Additional information has been requested.